Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the reason for the call was that last night, the stimulator was giving them shocks. They rolled over and slept on their other side, and continued to get shocks for five more minutes. There was not much time between the shocks; it was one shock after another. The shocks were not unbearable. The patient said they were a restless sleeper. When asked if they had any falls or accidents, they said no. The issue was not resolved through troubleshooting. It was explained to the patient it could be positional movement. They were told that if it happened again, they could try turning the stimulation down to see if that resolved the issue. If it was a continued problem, they would have to see the doctor.